Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stenosis performed on (B)(6) 2025. During ercp, the patient needed to use the rapid exchange biliary balloon dilatation catheter for inflation and dilatation due to bile duct stenosis and found that the balloon inflation had no response when using consumables. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon circumferential tear. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6 imdrf device code a0414 captures the reportable investigation result of a balloon torn circumferentially. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found a circumferential tear on the balloon. No other problems with the device were noted. The returned device revealed the balloon had a circumferential tear. It is possible that the tear found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the balloon tear. Therefore, the most probable root cause is adverse event related to procedure.